Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Please note: per the customer, neither the product ID or lot number are available. As a result, the UDI could not be determined.

Event description:
The customer reported that the replogle was attached to suction, but suction was not working (even though it was turned on). The vent was also occluded by a kink in tubing as well as fluid, so it was unable to vent as well. Per customer, new replogle was inserted with instant drainage, new suction was attached to wall. Infant's abdomen continued to be round and full but became soft. Per customer, no further information available.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.

Manufacturer narrative:
Section g1 (manufacturing site name and address): originally reported as cardinal health 200, llc, edificio b20 calle #2 zona fra, alajuela, costa rica and should be cardinal health 200 llc, calle 9 sur no. 125 cuidad ind, tijuana, mexico, 22500.